Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling generally unwell. It was also reported that "something was loose" one day post implantable pulse generator (ipg) insertion and that "they had to go back in." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.